Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device has false pacer spikes. It was reported that the alleged failure was observed while in use on a patient. However, no adverse patient impact was.